Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female had a rash under the back therapy electrode pads that was painful, itchy, and oozing. Follow-up indicated that the patient used an anti-itch cream and the skin irritation did not improve. The patient's end use of the device is ten days away. The medical outcome of the rash is unknown at this time.

Manufacturer narrative:
Electrode belt (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.